Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 4.3-4.6mmx15mm, eccentric, restenosis target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and severely calcified mid right coronary artery. After a non-bsc guide catheter and a pt2 ls guide wire were passed through, pre-dilation was performed with a non bsc balloon catheter with 80% residual stenosis in the lesion. A 16 x 4.50mm rebel stent was advanced but failed to cross the lesion. The device was removed from the patient's body and found that the middle part of the stent itself was deformed. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported and the patient's status was stable.